Event description:
It was reported that during a procedure on the t2 humerus, the radiolucent drill bit snapped. The snapped tip was retrieved. There was no pt injury or intervention reported.

Manufacturer narrative:
Performance tests were conducted on the device to replicate the failure. Based on our eval, there is a potential for this failure to occur upon bending/prying of the device.